Event description:
A customer's wife reported that the night before the medical event happened, the customer received a reading of 195 mg/dl on their freestyle freedom meter, that he thought was higher han he felt and self-dosed with insulin off of that reading, which resulted in a hypoglycemic episode the next morning. The paramedics were called and treated customer with oral and intravenous glucose. The caller stated that the paramedic's meter of unknown brand was reading "about 29 mg/dl", while their adc meter was reading about 60 points higher compared to paramedic's. The customer also drank orange juice to bring his blood sugar back up. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent, when investigational results are available.